Event description:
It was reported that the patient alert tones triggered. It was also reported the lead showed high and inconsistent impedance values. The lead was removed and replaced. No patient complications have been reported as result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. Heavy explant damage was visible upon return. The superior vena cava exposed defibrillation conductor fractured at 28 centimeters due to explant damage. It was also noted that the defibrillation conductor was distorted, several conductors were distorted, there was blood/body fluid on all conductors (not obstructed), the defibrillation conductor fractured due to overstress, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was torn, the outer tubing was torn, the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and the lead was stretched.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.